Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During an attempt to insert a 2.50 x 28 synergy ii stent onto the tuohy, it was noted that the stent fell off from the balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: synergy ii us mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. The stent was returned detached and separated from the stent delivery system. The stent struts were stretched and distorted. The manufacturing data was reviewed for this device and the max crimped stent profile is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. A visual and tactile examination of the hypotube found severe kinks along the full catheter length. A visual and tactile examination of the inner and outer polymer extrusion found midshaft kinks on both proximal and distal sides of the hypo/midshaft bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During an attempt to insert a 2.50 x 28 synergy ii stent onto the touhy, it was noted that the stent fell off from the balloon. No patient complications were reported and the patient's status was stable.